Manufacturer narrative:
On 5/13/2019, a manufacturing record evaluation (mre) was performed for the finished device number 161886, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor breast implant of unknown type lot number 153699. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 375cc on (B)(6) 2007